Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their ins was not holding a charge like it used to, which they noticed a couple months ago. Pt talked to their healthcare provider and was told to contact a rep to check on the ins battery. Pss reviewed longevity information with pt and reviewed the role of the rep. Pss emailed reps and provided nas number for hcp office to call.